Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron cx 5 delta clinical system (cx 5) had a temperature control failure when they were running controls. Customer reported that there was a leak in the back of the cx5. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was due to waste container growth blocking the lines. The fse found the temperature error was due to connection for the peltier control getting wet. The fse cleaned the leak and repaired the connection for the peltier. The fse cleaned the waste canister. The fse trained the customer on how to pour bleach in waste canister every week to keep the lines from backing up.